Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that flex vision pc was not booting up. Review of the logfile shows system unable to perform fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that machine was not booting up and found issue with flex vision pc not booting up and requested onsite support. To resolve the issue, the philips field service engineer (fse) performed troubleshooting and reseated all connections & onboard card of flex vision pc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.